Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump alarmed low reservoir one day after filling a new reservoir with insulin. The customer removed the reservoir and noticed that insulin leaked into the insulin pump's reservoir compartment. The reported blood glucose reading at the time of the call was 229 mg/dl. Nothing further was reported.